Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that coil was protruding from the catheter's tip during removal. The target lesion was in the moderately tortuous internal iliac artery (iia). A 6mmx10cm interlock¿ was selected for use. During procedure, it was noted that the interlock got detached inside the 2.1 fr tip and 2.8 fr non-bsc catheter. When interlock was retrieved from the patient's body together with the microcatheter, and the coil was noted to be protruding from the catheter's tip upon removal. Procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.